Event description:
The customer reported that when they tried to start the ablation, the timer turned off and the generator stopped. The procedure was aborted. No pt injury occurred.

Manufacturer narrative:
(B)(4). The generator has been received by tyco healthcare (B)(4) service center and is under eval. When the device eval is complete, a f/u report will be submitted.